Manufacturer narrative:
The cause for the discordant hbsag results is unknown. The customer declined service as there were no issues with other samples. The instrument is performing within specifications. No further evaluation of the device is required. The hbsag confirmatory (conf) assay IFU states in the interpretation of results section: "the system reports advia centaur hbsag confirmatory results as invalid, redilute, not confirmed, or confirmed: · samples are reported as invalid if the sample run with reagent b is below the cutoff value of the advia centaur hbsag confirmatory assay. The assay is invalid and should be repeated. If the interpretation is invalid after repeat testing, it means a valid result cannot be obtained with this sample and a new sample should be obtained. Samples reported as redilute require further dilution for confirmation. Samples reported as not confirmed are (B)(6). Samples reported as confirmed are (B)(6)." The (B)(6) confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of hbsag should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)."

Event description:
A falsely confirmed hbsag result was obtained when the customer performed advia centaur xp hbsag confirmatory (conf) testing. The patient sample was reactive for hbsag. The first hbsag conf result was invalid and the second result with the 1:50 dilution was not confirmed. The sample was tested again neat and the result confirmed positive. The positive result was not reported. A redraw sample was tested with the hbsag conf assay directly and the result was invalid. The redraw sample was then tested on the hbsag assay and the result was nonreactive. The nonreactive result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag confirmatory results.